Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed no evidence of sparking or frayed cables on the extension cable or power cord. Frayed wires were detected on the power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking and frayed wires on the power extension cable was not confirmed. The device is not included in fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported sparking and exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.